Event description:
Healthcare professional reported unknown side "seroma occurred in the capsule" and "bia-alcl or recurrence suspected." Device status is unknown.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl-suspected